Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which resulted in reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic with complaint that the device emitted beeping tones. A magnet was placed over the device, however, no tones were elicited. Interrogation of the device revealed a message that the device was in safety mode with an unspecified fault message. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed one week later. While the pocket was being opened, the device delivered two inappropriate shocks due to oversensing of electrocautery stimulation. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.